Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter; product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving lioresal with concentration 2000 mcg/ml via an implantable pump for intractable spasticity and spinal cord injury/disease. It was initially reported via an hcp that a pump volume discrepancy occurred; under infusion was indicated. The patient's pump was refilled on (B)(6) 2016 and the volumes were described as being fairly close, however approximately one week ago the patient started having some underdose and/or withdrawal type symptoms. The change in therapy/symptoms occurred suddenly; the date of the event was (B)(6) 2016. The date (B)(6) 2016 is considered an approximate date of event. The hcp checked the volume on (B)(6) 2016 and the actual reservoir volume (arv) was approximately 14 ml and the expected reservoir volume (erv) was approximately 11.3 ml. The calculated difference was approximately (B)(4). It was noted that this was not the first refill after an implant or revision and no discrepancies were noted on past refills. Options of performing a therapeutic bolus, checking for catheter patency by aspirating, and/or performing a contrast study were being considered. As of (B)(6) 2016, the pump was currently administering lioresal (2000 mcg/ml) with drug lot number ds008 at a dose rate of 828.3 mcg/day. On (B)(6) 2016, additional information was received from a hcp via a company representative. It was indicated that the patient reported increased spasticity. Regarding the last refill performed, the actual reservoir volume was more than expected. No diagnostic testing / troubleshooting were performed. Surgical exploration was performed to see if there was a kink in the catheter, however nothing was found and the physician replaced the catheter anyway. The date of the event/difficulty was unknown / not available. The catheter was completely explanted and replaced on (B)(6) 2016. The explanted product was discarded by the hcp. The patient was without injury regarding their status at the time of the report / (B)(6) 2016. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved as of (B)(6) 2016. Other medication (oral, etc.) The patient was taking at the time of the report was unable to be obtained. The pump was noted as having administered lioresal with concentration 2000 mcg/ml at a dose rate of 970 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.